Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle lead exhibited noise over-sensing and resulted in pacing inhibition. Programming changes were made. There were no patient consequences reported.